Manufacturer narrative:
The implant date of (B)(6) 2004 is an approximate date. Only the year (2004) is known.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to urethral atrophy. The existing aus was explanted and replaced with a new aus consisting of a 4.0 cm cuff, pump, and balloon. The patient was reported to be doing well after the procedure. The explanted aus was implanted fifteen years ago. The explanted aus is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.